Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable low elecsys pth immunoassay results for three samples from the cobas e 801 module. The samples were repeated on (B)(6) 2019. Sample 1 initial result was 3.92 pg/ml and the repeat result was 93.4 pg/ml. Sample 2 initial result was 8.08 pg/ml and the repeat result was 52.6 pg/ml. Sample 3 initial result was 61.8 pg/ml and the repeat result was 201.0 pg/ml. It was not known if any erroneous result was reported outside of the laboratory. The higher values were believed to be correct since all patients involved were dialysis patients. There was no allegation of an adverse event. The reagent lot number was 34330900. The expiration date was requested but was not provided. The investigations found the issue was related to procell degradation. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.